Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, this patient underwent emergent endovascular repair of a ruptured descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3415/7735564). The preoperative aneurysm diameter measured 65 mm. The patient experienced respiratory complication after the procedure due to the preoperative rupture and the procedural stress. CPAP (continuous positive airways pressure) therapy was provided. The patient had a medical history of chronic obstructive pulmonary disease. On (B)(6), 2010, the patient presented with hemoptysis and was diagnosed with an aortoesophageal fistula. The patient expired on the same day due to hemorrhagic shock.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.